Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip is filed under a separate medwatch report number.

Event description:
This is filed to report the entrapment of the clip delivery system (cds 60422u115) and the intervention required to remove the device. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, for treatment of mixed mitral regurgitation (mr) with a grade of 4+. One clip (60422u121) was implanted, reducing the mr to trace. On (B)(6) 2016, a discharge echocardiogram was performed and it was found that the mr had returned to 4+ and the clip had detached from the anterior leaflet, remaining attached to the posterior leaflet (single leaflet device attachment/slda). On the same day, a second mitraclip procedure was performed for treatment, with noted difficult visualization. The clip delivery system (cds-60422u115) was advanced and grasping was attempted, but was very difficult due to the mobility of the slda clip. Fourteen grasps were performed. During the last grasp, while advancing to the left ventricle, the delivery catheter (dc) shaft became wedged in between the clip arms of the slda clip. The dc shaft could not be retracted and the physician did not want to completely detach the slda clip; therefore, the patient was sent for open heart surgery to remove the cds and perform valve replacement. After surgery, the patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. One fluoroscopic image was received which depicts the delivery catheter shaft of the second device during the procedure that was wedged between the two clip arms of the first implanted clip. All available information was investigated and the reported difficulty grasping and subsequent entrapment of the device component appears to be related to procedural conditions due to the mobility of the previously implanted clip that experienced single leaflet device attachment (slda). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.